Event description:
A ventilator was returned to the manufacturer's service center for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery would not charge. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.